Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sterile sealing on a bd¿ blunt filter needle was found open prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
One sample was returned to the columbus plant for evaluation. The seal on the side of the blister was opened. The blister had what appeared to be a floating seal. It looks like the seal die made an impression, but the seal didn¿t form correctly. It can be caused by the seal gasket, and is not repetitive. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. DHR review: forty-one visual inspections were performed on 2,460 parts with zero defects noted. The blister had what appeared to be a floating seal. It looks like the seal die made an impression, but the seal didn¿t form correctly. It can be caused by the seal gasket, and is not repetitive.